Event description:
A healthcare professional reported that "the guides were not fine and sharp enough" during surgery. Patient impact is unk. Add'l info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because a sample was not returned, the root cause cannot be determined. (B)(4).